Event description:
It was reported that the handpiece continued to run w/o activation while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device continuing to run w/o activation was duplicated. Evidence of 3rd party parts and service was found. Based on the investigation details, the likely cause was a non-MFR e-box within the handpiece.